Event description:
A peritoneal dialysis pt has reported that he developed an infection because he mistakenly pulled out the pin from his staysafe tubing set once the pd treatment was completed. The pt was re-educated on proper use of the tubing set and on his handwashing technique. The pt verbalized understanding. The pt was successfully treated with antibiotics for the peritonitis. The pt continues with pd therapy without further known complications. There is no sample available for eval.

Manufacturer narrative:
The device was not returned to the MFR for physical eval, however, a paper investigation was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.